Event description:
The technician alleged the head and foot brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the head and foot brake casters to resolve the issue.